Event description:
Shoulder pain of operation side. Medicine for pain and physical therapy. Revision surgery for changing all components done on (B)(6) 2015.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and med device.